Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that last year 8 ¿dios¿ died and fizzled out. The patient reported that this just took her down to the floor because it was very painful. The patient reported that about 2 and a half months ago, the same thing happened where 8 ¿dios¿ died and she ¿had the same type of feeling.¿ no further complications were reported.